Event description:
Related manufacturer reference number: 3006705815-2023-02801. It was reported that the patient's previously implant scs ipg was inoperable. Surgical intervention took place where the ipg was replaced with a new scs ipg. However, the new scs ipg was unable to connect to the manufacture representative's programmer after several days. Therefore, surgical intervention occurred again where the new scs ipg was replaced with a different scs ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event an ipg replacement was reported to abbott. The device had reached end of life, a month prior. During the procedure, while trying to removed a competitors leads, the leads broke. The leads were left in place and the new ipg was placed in the pocket. The plan is to revise the leads at another time using the newly placed ipg. The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.